Event description:
The facility rep reported "high delivery accuracy" on a flogard pump during bio-med testing. Although, baxter attempted to obtain info, details were not avail regarding add'l contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add'l info was avail.

Manufacturer narrative:
The device has been received for eval, however, eval is not completed. A f/u report will be filed upon completion of the eval or if add'l info becomes avail.